Event description:
The distributor amt in uae reported that the motor rec'd is with incorrect voltage (115volts instead of 220volts).

Manufacturer narrative:
The incorrect service part component was shipped to the distributor.